Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vicmo 12.6 implantable collamer lens, -3.5 diopter in to the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to refractive surprise. The lens was exchanged for a different model and diopter lens and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/30.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue debris on the product. Visual inspection found the lens to have no visible damage. Dimensional and functional inspection found the lens within specifications. Work order search: no similar complaints were reported for units within the same lot. Correctional data: (B)(4).